Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on steps to troubleshoot the issue, including disconnecting and tightening tubing, as well as delivering a bolus. The caller could not continue troubleshooting at time of report. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.